Manufacturer narrative:
Steering angle is being incorrectly restored in 3.5 from 2.0 & 3.0 9l4 preset backups. This can result in non-zero steering for color and spectral doppler on non-linear probes. The non affected were 9l4 and 6c1. Backup datasets that have been created on 2.0 or 3.0 on nonlinear transducers (when user switched to a nonlinear transducer from linear steered image and saved preset) would exhibit the problem when they are restored to 3.5 release because the color doppler image would be steered.

Event description:
After upgrading a va30a va30b system to va35a, restoring all system backups, color flow outside of the expected area when using the restored user defined presets was observed. This is a color misregistration issue with user-defined presets. The use of the 9l4 transducer on the 2.0 and 3.0 releases can cause color misregistration on non-linear probes in the 3.5 release.